Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the room nurse had the arctic sun device that had been alerting 16 (patient temperature 1 probe out of range). Verified esophageal probe was plugged into patient temperature (pt1) and positioned properly. Unplugged and plugged as well as flexing cable with no changes. Verified probe was registering in bedside monitor. Advised to swap out the temperature cable. If not available via biomed check devices not currently in use. Per follow up call with nurse, teno cable was exchanged with one from another device. The alarm 16 did not return.

Event description:
It was reported that the room nurse had the arctic sun device that had been alerting 16 (patient temperature 1 probe out of range). Verified esophageal probe was plugged into patient temperature (pt1) and positioned properly. Unplugged and plugged as well as flexing cable with no changes. Verified probe was registering in bedside monitor. Advised to swap out the temperature cable. If not available via biomed check devices not currently in use. Per follow up call with nurse, teno cable was exchanged with one from another device. The alarm 16 did not return.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. Verified esophageal probe was plugged into patient temperature (pt1) and positioned properly. Unplugged and plugged as well as flexing cable with no changes. Verified probe was registering in bedside monitor. Advised to swap out the temperature cable. If not available via biomed check devices not currently in use. Per follow up call with nurse, temp cable was exchanged with one from another device. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.